Event description:
Info received indicates the left head siderail will not latch.

Manufacturer narrative:
The technician found the siderail would not latch due to improper welding done by hospital maintenance. The technician replaced the siderail to repair the bed.